Manufacturer narrative:
Additional data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that a patient experienced "swelling" not near the site of administration, a "nodule" under the eyes, and "bloodshot eyes" a few weeks after they were injected in the cheeks with 1.0ml of juvéderm® voluma¿ (1.0ml per cheek). It's noted that the product was "dissolved as a precaution." It's also noted that events occurred after the patient took zolmitriptan for migraines; migraines were not considered related to the device. Event resolution is unknown at this time. Patient was concomitantly injected with botox®.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient injected with 1ml juvéderm® voluma¿ with lidocaine to bilateral/lateral mid cheek area for malar fat pad atrophy. Patient experienced chronic classical migraines and takes zolmitriptan. Patient has informed hcp of dislike for this medication as it affects them badly, however has tried numerous products and has been taking this one for a while. About a month post injection, patient reports experiencing severe migraine and took usual medication (zolmitriptan). The following morning, the left eye was swollen. Patient visited their general practitioner and was provided erythromycin. The eye settled. An unspecified amount of time later, patient again took zolmitriptan and the right eye swelled. Patient reports that the eyes swell every time zolmitriptan is taken. The patient is concerned that the dermal filler might be the cause and returned to the injector for reassurance. Injector is confident the filler has no bearing on the swelling. Ha filler was fine for one month after injection and upon examination was not inflamed, swollen, lumpy of indeed adverse. However, he eyes were red and the periorbital area was puffy/ swollen. Patient advised to have cheek filler dissolved if concerned. The patient consented and product was dissolved instantly. The patient was worried that the zolmitriptan was affecting the filler. Hcp advised that there was no more filler in the cheeks and that patient needs a pharmacy review regarding the triptans. The patient was happy with this suggestion. Although the cheeks filler was settled and looked cosmetically pleasing hcp felt it appropriate to dissolve the ha as the patient may indeed have had some allergy. Hcp does feel this is case is idiopathic. Event reported to have been "recovered/resolved with sequelae."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient experienced "swelling" not near the site of administration, a "nodule" under the eyes, and "bloodshot eyes" a few weeks after they were injected in the cheeks with 1.0ml of unspecified juvéderm® voluma¿ (1.0ml per cheek). It's noted that the product was "dissolved as a precaution." It's also noted that events occurred after the patient took zolmitriptan for migraines; migraines were not considered related to the device. Event resolution is unknown at this time. Patient was concomitantly injected with botox®.